Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements. The patient was brought in for testing where two of the sensing vectors were found to be identical while alternate sensing vector was flat. Noise was also observed to have been recorded. Therapy was programmed off and a revision procedure to replace the electrode was scheduled due to a suspected fracture. Boston scientific technical services (ts) was consulted and re-iterated that at this time with therapy being programmed off the patient would be considered unprotected. Ts suggested obtaining x-rays to determine location of possible fracture. The field representative saw the patient a couple days later and was told an x-ray was taken. Upon review of the data two stored episodes were recorded due to oversensing. One atrial fibrillation (af) and one non-sustained ventricular tachycardia (vt). A revision procedure was performed where the electrode was explanted. A new electrode was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements. The patient was brought in for testing where two of the sensing vectors were found to be identical while alternate sensing vector was flat. Noise was also observed to have been recorded. Therapy was programmed off and a revision procedure to replace the electrode was scheduled due to a suspected fracture. Boston scientific technical services (ts) was consulted and re-iterated that at this time with therapy being programmed off the patient would be considered unprotected. Ts suggested obtaining x-rays to determine location of possible fracture. The field representative saw the patient a couple days later and was told an x-ray was taken. Upon review of the data two stored episodes were recorded due to oversensing. One atrial fibrillation (af) and one non-sustained ventricular tachycardia (vt). A revision procedure was performed where the electrode was explanted. A new electrode was successfully implanted and no additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. It was returned severed and in two segments. Visual inspection showed a crack in the polycin vorite notch area of the distal segment returned that extended into insulation. Visual examination determined the fracture was located approximately 325mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.